Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported even. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that per medical records on (B)(6) 2009, patient underwent following procedure: hemilaminectomy c7-t1 with removal of disc, hemilaminectomy c6-7 for decompression of stenosis; for a pre-op diagnosis of left c8 radiculopathy. On (B)(6) 2010, patient reported back pain. On (B)(6) 2010, patient reported burning and aching back pain in lumbar region which had become worse in last one month after being there for greater than 10 years. MRI of lumbar spine on (B)(6) 2009 showed degenerative changes at all levels of his lumbar spine including disc extrusion at l1-2, severe degenerative changes at l2-3, moderate degenerative changes at l3-4, and mild retrolisthesis at l4 on 5 with mild degenerative disc disease and disc protrusion at l5-s1. On (B)(6) 2010, patient underwent procedure: l4-l5 interlaminar epidural steroid injection under fluoroscopic guidance. On (B)(6) 2010, patient reported back pain ongoing for a decade. X-rays showed end stage degenerative disc disease at l2-3. MRI from (B)(6) 2009 showed l2-3 segmental disease with modic end plate changes at l2-3. He also has some very moderate disc degeneration and facet arthropathy involving the more caudad segments of his lumbar spine. On (B)(6) 2010, patient underwent nuclear myocardial perfusion imaging. On (B)(6) 2010, patient underwent following procedure: l2 laminectomy, decompression with left-sided foraminotomies, l2 and l3. L2-3 posterior spinal fusion with instrumentation. L2-3 posterior lumbar interbody fusion with bone morphogenic protein, autograft and allograft. Intertransverse placement of locally harvested autograft. Intertransverse placement of bone morphogenic protein; for pre-op diagnosis: end-stage degenerative disk disease, l2-3. Lumbar spinal stenosis. Chronic low back pain. An l2 laminectomy decompression was conducted in tandem with left-sided l2 and l3 foraminotomies and a subtotal facetectomy on the left at l2-3. The l3 nerve root was gently retracted toward the midline and a left-sided l2-3 annulotomy was made. The disk space was prepared thoroughly through this annulotomy. A bone morphogenic protein autograft construct was placed in the midline and anterior on the left at l2-3, followed by the appropriate-sized peek graft with bone morphogenic protein and autograft on the left at l2-3. The position of the graft was checked using the c-arm image intensifier in the lateral plane. The transverse processes, remaining facet joints and pars interarticularis were meticulously decorticated. A combination of bone morphogenic protein and locally harvested autograft was placed in the intertransverse space completing the 360-degree fusion effort. Pedicle screws were spanned using the appropriate-sized rods. All hardware was tightened and torqued appropriately and attention was turned toward closure. No complications were reported during the procedure. Post-op patient complained of chest pain. On (B)(6) 2010, patient presented for post-op visit. Patient reported back pain and transient burning from lower back to hips at times. X-rays showed no broken or loosened hardware, l2-3 interbody graft well placed, bone grafts in the gutters. On (B)(6) 2010, patient presented for follow-up on back surgery, heart, chest pain issues. Patient reported intermittent chest pain. Impression: cad, status post stent. Gerd with atypical chest pain, esophagitis and gastritis. Intermittent carpopedal spasm, left-sided. Glucose intolerance. Vytorin med toxicities to be excluded. Hyperlipidemia. Elevated plac. Htn. Status post lami/fusion as described. On (B)(6) 2010, patient presented for skin check-up. On (B)(6) 2010, patient presented for follow-up three months post op lumbar laminectomy, decompression and fusion. Patient reported minimal left-aided proximal medial thigh pain. X-rays showed solid fusion at l2-3. There was no evidence of hardware loosening or malposition. On (B)(6) 2010, patient presented for follow-up on heart. Impression: cad, status post stent. Glucose intolerance. Htn. Leukopenia. Lipid. On (B)(6) 2010, patient presented for follow-up. Patient reported occasional leg and back pain. X-ray showed solid fusion at l2-3. He has obvious degenerative disease l1-2 and l3-4. On (B)(6) 2010, patient presented for follow-up on heart. Impression: cad, status post stent and status post mi. Glucose intolerance. Htn. Lipid. Leukopenia. Vytorin med toxicities to be excluded. On (B)(6) 2011, patient presented for follow-up on heart and blood counts. Patient reported some lower back pain. Impression: leukopenia. Cad, status post stent and mi. Htn. Glucose intolerance. Lipid. Vytorin med toxicities to be excluded. Lumbar disease as described, on (B)(6) 2011, patient reported right chest wall pain for about a week. Impression: traumatic chest wall pain. Patient underwent x-ray of chest. Impression: negative radiographic examination. On (B)(6) 2011, patient presented for follow-up on heart, cholesterol and back pain. Impression: cad s/p stent, s/p mi, lipid. Htn. Glucose intolerance. Lumbar stenosis with radiculopathy. Failed back syndrome with probable need for upcoming surgery. Vytorin med toxicities to be excluded. Leukopenia by history. Djd. Possible blepharitis - right eye. Otitis media with ceruminosis. On (B)(6) 2011, patient presented for follow-up 1.5 years post lumbar fusion. Patient reported worsening pain in lower lumbar regions subsequent to surgery, great difficulty in arising from seated position. X-rays showed changes consistent with his l2-3 fusion. There was obvious small thigh segment degenerative disc disease especially in the caudal segments of his lumbar spine, but also at the l1-2 level. On (B)(6) 2011, patient underwent MRI of lumbar spine. Impression: post-op changes at l2-3 with laminectomy defects and fusion hardware. No canal or foraminal narrowing at this level. Mild degree of canal narrowing at l3-4 and l4-5. Secondary to slight retrolisthesis with disc bulging and facet hypertrophy. Mild disc bulge at l1-2 and l5-s1 without canal compromise at these levels. Multilevel foraminal narrowing. On (B)(6) 2011, patient reported worsening low back pain and leg pain. MRI from (B)(6) 2011 showed multilevel degenerative disc disease with spinal stenosis worst at l4-5 level. There was retrolisthesis at l1-2 and l4-5. On (B)(6) 2011, patient presented for pre-op evaluation and discussion about heart cardiac risk and upcoming back surgery. Impression: coronary artery disease status post stent, lipid. Preoperative evaluation. Hypertension, as per other problems. Patient underwent ultrasound carotid arteries bilate. On (B)(6) 2011, patient presented for follow-up. Patient underwent EKG. Findings: no chest pain. Up response was physiologic. St-t changes noted: no changes consistent with ischemia.